Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined a possible cause as follows: it is possible that water leakage occurred due to damage to an endoscope and the scope was used under a condition where foreign matter, such as water or the residue of a chemical solution, adhered to electrical contacts of the endoscope connector, which then caused the reported phenomenon.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A definitive root cause was not determined. An olympus field rep visited the user facility and performed troubleshooting. The field rep determined that the issue was not related to the electronics and was possibly related to fluid invasion of the scope. The customer utilizes a 3rd party vendor for scope repairs; the user facility indicated they will address the problem with the repair provider.

Event description:
Olympus was informed that they were getting e216 errors across 3 cv-190 towers and with 1 series 190 scope. It was reported to olympus that there was no patient involvement associated with the reported problem.